Manufacturer narrative:
Product implicated is a 3 french midline. The catheter was returned for evaluation and measures 26cm overall. Lot history review indicates no related component or mfg related issues and no prior product complaints of similar nature. The catheter was severely occluded with dried blood. Repeated attempts to flush the blood from the lumen were unsuccessful and the catheter could not be leak tested. The surface of the catheter tubing was examined under 25x magnification. No surface damage could be detected. The complaint is inconclusive since the condition of the catheter precluded leak testing.

Event description:
The catheter was reported to be leaking around the exit site. The catheter was removed. No pt injury was reported to have occurred.